Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump and the vacuum pump oil were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Reference asp complaint # (B)(4).

Event description:
A customer reported an event of "odor" emitting from the sterrad® nx sterilizer while running a cycle. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), and trending analysis of the odor/smell/haze issue and functional analysis. The DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." Trending analysis of the odor/haze/mist/vapor/smoke issue was reviewed from february 2017 to august 2017 and no significant trend was observed. The vacuum pump was not returned for functional analysis as the fse reported the pump was contaminated with oil and unable to be returned. The assignable cause of the odor/smell issue is the vacuum pump and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored and returned to service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.